Event description:
It was reported that an ilet user experienced problematic automated corrections that brought glucose from a high level to a low level, resulting in dissatisfaction with therapy and discontinuation of the device in favor of a different pump. Symptoms included hypoglycemia with lightheadedness and shakiness, which the user treated with carbohydrates. Outcomes included no hospitalization, no alerts or alarms, and user-performed carbohydrate treatment. Investigation included review of usage reports and troubleshooting and education, including reset and follow-up re-education. Investigation of this case revealed no device alarms, no overuse of pause delivery, and continued user dissatisfaction with correction performance despite training, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.